Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose (bg) level was impacted 516 (mg/dl). It was reported that the customer required assistance from a nurse to administer insulin shots to address the customer's bg level. It was indicated that the customer would use humalog as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Issue identified: (B)(4).